Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and the wake button was delayed in responding to touch. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined follow up from tandem technical support.